Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR 1627487-2016-06399, 1627487-2016-06400. It was reported the patient's infection was treated and monitored by the physician. The physician reported the infection has been resolved.

Manufacturer narrative:
(B)(4). The reported event of infection cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 3 of 3. Reference MFR 1627487-2016-06399,1627487-2016-06400. It was reported the physician suspected an infection at the ipg site. The physician explanted the ipg and noted infection at the leads as well. All the devices were explanted.